Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france.(ofr). Ofr inspected the device and confirmed the following; -the instrument channel was replaced for preventive maintenance. -the adhesive of the bending section rubber was worn. -the remote switch 1 was scratched. -the angulation was low due to the elongation of the angle wire. The exact cause of the reported event could not be conclusively determined, because the result of microbiological testing by the third party laboratory cleared french guideline. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of microbiological testing, following microbes were detected from the sample collected from the device. -all channels: unspecified microbes (<1 cfu/endoscope) -distal end: coagulase-negative staphylococci (2 cfu/endoscope) the testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the device. -distal end: pseudomonas aeruginosa (2 cfu), saprophytic bacteria (5 cfu) -instrument channel: saprophytic bacteria (2 cfu/50ml) -suction channel: saprophytic bacteria (2 cfu/50ml) the device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg, adaptascope wd440. There was no report of infection associated with this report.